Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 141 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The allegation that the battery was depleting rapidly could not be verified due to damaged usb pins. The allegation of battery not charging was verified (damaged usb pins).